Event description:
While using product during laproscopic splenectomy, a hole was made in device and small bowel was injured. This necessitated a laparotomy and a small bowel resection with reanastomosis.